Event description:
It was reported by the purchasing dept., during a laparoscopic cholecystectomy approximately 1 week ago, the two trocars used in the case would not stay engaged. The trocars were from kit number ftr72. The product was not kept.